Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 25-apr-2024, it was reported that patient experienced an issue with one infusion set, specifically that the cannula was bent. The patient noticed symptoms within 3 hours of insertion. As a result of the issue, the patient's blood glucose (bg) level was 577 mg/dl. The patient took corrective action by administering a correction bolus via their pump. The infusion set was inserted in the abdomen, and the patient regularly rotates site locations. The site area was not impacted, and the patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.